Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer states that he performed a set change due to a no delivery alarm, but alarm continued with the new set until it was manually primed. After she removed the reservoir and it had an air bubble that they were unable to prime out. The customer mentioned she used insulin that was removed from the refrigerator. At which point the customer was reminded that insulin should be at room temperature.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.